Event description:
It was reported that the shaft was broken. The target lesion was in the left coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. Upon unpacking , it was noted that the front of the shaft was broken. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An incomplete device was returned for analysis as a result of a break in the shaft polymer extrusion. The break was located at the site of the guidewire exit port. The distal section of the break including the distal section of the shaft polymer extrusion, balloon and tip were not returned for analysis. A photo image of the device which captured the entire device and showed the break at the port site. An examination of the photo noted that the distal extrusion (distal to the break, which was not returned) was severely stretched. No other issues were identified during the product analysis.

Event description:
It was reported that the shaft was broken. The target lesion was in the left coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. Upon unpacking , it was noted that the front of the shaft was broken. The procedure was completed with another of the same device. No complications reported and the patient is stable.